Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported the patient came into office on (B)(6) 2018 secondary to removal of pump for infection. The patient's weight was (B)(6) pounds. It was noted that the patient's pump was not removed by hcp, and the hcp was unaware of what happened to the pump. It was noted that the last visit with this patient was (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2019-sep-16 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient's pump had been removed in (B)(6) 2018 due to infection. No further complications were reported or anticipated.